Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
Device 3 of 4. Reference MFR reports: 1627487-2010-02967, 1627487-2010-02966 and 1627487-2010-02969. The pt rec'd an scs system, including an ipg, a surgical lead and two anchors. Five weeks post operative, the pt reported pain in her groin area and redness and warmth at the ipg implant site. Examination of the pt's system found the pt had developed an infection. A review of the pt's record found, the pt left the facility the same day as the implant, against the physician's medical advice. Additionally, the physician had recorded improper wound care and non-compliance by the pt. The pt was treated with oral antibiotics and the scs system remains implanted and in use. No product return is expected. F/u on the pt found no further issues reported.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.